Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, the shunt sensor leaked. This occurred nine times, however, no event information was provided for the other 8 events. There was no patient involvement as this occurred prior to cardiopulmonary bypass surgery. The product was changed out. The surgery was completed successfully.